Manufacturer narrative:
This product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This supplemental correction report is being filed to correct describe event or problem and event problem, device code description, device code and additional MFR narrative. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had a fractured right ventricular (rv) lead. This rv lead was then explanted. No additional adverse patient effects were reported. Additional information wsa received indicates that this right ventricular (rv) rate/sense lead impedance was greater than 3000 ohms. This rv lead was explanted. No additional adverse patient effects were reported. It was reported that the patent's right ventricular (rv) lead was fractured. Additional information received indicates that the rate/sense lead impedance was greater than 3000 ohms. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient had a fractured right ventricular (rv) lead. This rv lead was then explanted. No additional adverse patient effects were reported. Additional information wsa received indicates that this right ventricular (rv) rate/sense lead impedance was greater than 3000 ohms. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient had a fractured right ventricular (rv) lead. This rv lead was then explanted. No additional adverse patient effects were reported.